Manufacturer narrative:
(B)(4).

Event description:
The patient's family reported the implantable neurostimulator (ins) was implanted due to parkinson's disease. The device was started on august 19th and on august 25th, the symptom of left limbs tremor was worse. The ins was the component involved with the issue. No troubleshooting was done. No cause was determined. If additional information is received, a follow up report will be sent.